Event description:
It was reported the swivel mechanism of the affiniti 70 ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer inspected the system and determined the control panel articulation arm assembly along with the detent cable release and strut release cable required replacement to repair the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the system control panel arm assembly. The investigation found the failure was caused by a hardware issue in the articulation arm preventing the locking mechanism from fully engaging. The system has returned to service with no similar issues reported.